Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "foggy of image". No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the information provided by the customer "foggy of image" can be confirmed. The imaging is blurred and cloudy. When focusing through the optics, individual foreign particles can be detected in the rod lens system, which may have been introduced into the system during production. No exact cause of the clearly visible blurring could be diagnosed during further examination of the optics. One possible cause could be mechanical damage caused by an impact or shock that has shifted imaging components. It is also possible that parts of the imaging components have become detached / dislocated. This error is therefore classified as unassignable. No systematic cause of the fault can be identified. In the corresponding IFU 96216001d_v4.0_11-2017, page 9 the following is stated: "in order to test the image quality, slowly rotate the telescope while looking through it. If the image is completely or partially impaired, either the rod lens system in the sheath is broken or the lens in the eyepiece is defective. In such cases, the telescope must be replaced. A cloudy or speckled image can be caused by moisture or disinfectant residue on the optical end faces. Further on page 11: "place the telescopes down with care. Hard impacts, particularly to the distal end, can cause damage to or cracks in the luting and allow liquid, steam, etc. To penetrate. This results in cloudy and/or blurred image areas. Note: if damage is apparent, the telescope should no longer be used. Telescopes must be replaced if the image is cloudy or if no image or only parts thereof are visible." This event is filed under internal complaint ID (B)(4).